Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 300 mg/dl. Reportedly, the cause of the high bg was due to the customer not delivering sufficient insulin for the amount of carbohydrates eaten during a meal. The customer delivered a correction bolus via the pump to stabilize impacted bg level.